Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, had unable to change the machine profile mode in the es server and its greyed out. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the incident, the technical support specialist (tss) did not have access to make changes to the station¿s profile, and the request needed to be handled by the facility account executive. The tss had already contacted the account executive, who reached out to the customer regarding the inquiry. The customer later replied that the site was already contracted for profiling on both devices and that the user could make the switch at any time. The technical support specialist closed the case.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, had unable to change the machine profile mode in the es server and its greyed out. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.